Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was verified that the device was in safety fallback mode, with single zone therapy programmed. The device programming was re-loaded and the device passed all manual therapy availability testing which includes all pacing, sensing and shocking functionality. A thorough examination of the device memory confirmed that the device went to fallback mode as a result of memory corruption, and showed it has multiple errors prior to and just after that declaration. The device was confirmed to have gone into fallback mode as the result of radiation induced memory corruption.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated and a fault code was noted. The patient is undergoing radiation treatment and that might have been the cause. The device entered into safety core and boston scientific technical services (ts) was consulted and suggested replacement. The device was explanted and replaced shortly thereafter. To date, no additional adverse patient effects have been reported.